Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic ring was missing and damage to the insulin pump reservoir. The customer's blood glucose was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the insulin pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.